Event description:
It was reported that the user experienced hyperglycemia associated with a missed meal announcement and an infusion set occlusion while using the ilet, after which the caregiver replaced all supplies and the issue resolved. Occlusion event captured under (B)(4). Symptoms included hyperglycemia peaking at 402 mg/dl and dry mouth. Outcomes included no alerts or alarms reported and no hospitalization. Investigation included review of the customer¿s report and prior documented case information. Investigation of this case revealed user-related factors (missed meal announcement) and an infusion delivery blockage consistent with an occlusion that resolved after changing supplies. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement combined with an infusion set occlusion.